Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info. According to the association of perioperative registered nurses (aorn), recommended practices for maintaining a sterile field, effective 01/01/2006, recommendation iii, "items used within the sterile field should be sterile." Paragraph 1. "If an expiration date is provided, the date should be checked before the package is opened and the contents are delivered to the sterile field. Outdated items should not be used."

Event description:
A (B)(6) male pt underwent a left radial surgical repair procedure (surgery of left arm) on (B)(6) 2011. The rptr stated that expired product png330 lot # 1084684 with a label expiration date of 12/31/2010 was implanted during the procedure. The discovery of the expiration of the implanted product was not immediately noticed until after the surgery.